Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the delivery system was unable to be advanced through the papilla due to the lifted distal flap of the stent. Another flexima biliary stent system was used to complete the procedure with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4): the device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the delivery system was unable to be advanced through the papilla due to the lifted distal flap of the stent. Another flexima biliary stent system was used to complete the procedure with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed the stent was loaded on the guide catheter and attached to push catheter via the suture. There were no damages observed on the push catheter or the stent. The proximal and distal barb flap of the stent appeared to be free of any damage. The distal end of the guide catheter had minor kinks/bends. A functional evaluation revealed the stent was able to deploy without any issues. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.